Event description:
The patient reported that the down arrow button had a delayed response and required multiple presses to respond. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
Serial number: the serial number of the pump related to this complaint was inadvertently omitted. The serial number is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.